Manufacturer narrative:
Insulin pump was monitored and had no audio beep or constant tone alarm anomaly noted. The audio beeps functioned properly. Insulin pump had minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was alarming with a constant high pitched tone and the device was unresponsive. The customer's blood glucose was 9.7 mmol/l. The customer had called back after resting the insulin pump. The customer was advised to place new batteries into the insulin pump, which restored normal insulin pump function but the buttons were unresponsive. The discontinuation of the insulin pump was advised. Nothing further was reported.